Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received no delivery alarm. The customer's blood glucose was 464 mg/dl at the time of the incident. The customer's current blood glucose was 200 mg/dl and 400 mg/dl. The customer treated with manual injections. Troubleshoot was performed. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.